Event description:
It was reported that the lesion was located in the moderately tortuous renal artery. The 5.0 x 12 mm trek balloon was advanced over a non-abbott guide wire for predilatation. During retraction of the trek balloon a stickiness was felt between the balloon and the guide wire, which resulted in resistance during retraction causing the loss of guide wire access. The same guide wire was used to reaccess the artery and the procedure was continued successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: two inflations of the balloon at 8 atmospheres was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.